Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when used at the antrum of stomach, four reloads had an unknown failure. Another reload was used and suturing was performed to resolve the issue in order to complete the case.